Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable" alarm. The reservoir volume was 8.9ml, the rate was 2.2ml, and 92.1ml was given. Air in line was observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.